Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: reasonably known information suggests probable causes of the issue of "flexing the bending section causes loss of ccd video and/or interference" was due to electrical/electronic component problem identified. The most probable cause of the complaint is categorized as cause traced to component failure, as expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope loses ccd video and experienced image interference due to flexing of the bending section. The issue occurred during procedure, and the anesthesia airway intubation diagnostic procedure was completed using a similar device. There were no reports of patient harm.